Event description:
Medium v-care ref 60-6058-201a/lot#202603101//od03/10/2027 came apart in 3 pieces (all to materials) 0955am in room 1 intraop, in patient, pieces removed from patient, verified by surgeon and senior resident as intact, with np pieces in patient, [redacted] to room.